Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving bupivacaine (20.0mg/ml at 6.796mg/day) and morphine (5.0mg/ml at 1.6991mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's dose was lowered on an unknown date because they thought it was spilling over into her body. The dose has reportedly been increased slowly. It was noted that it was time for a refill, and the patient was told that she needed to find another doctor as the patient's current healthcare provider (hcp) was no longer in the office.